Event description:
An endurant stent graft system was implanted for the treatment of a 52 mm in diameter abdominal aortic aneurysm. The right iliac had moderate tortuosity. It was reported that an ultrasound noted that there was a endoleak, subtype unknown. The aneurysm is 52 mm in diameter. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).